Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: total parenteral nutrition (tpn) bag ran dry 25 minutes before infusion was supposed to complete. Order of tpn was for 982 to run at 27ml/hr for 1 hour, 58 ml/hr for 16 hrs and 27ml/hr for the final hour. Bag ran dry with 11.08 ml left to infuse over 25 minutes.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.